Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned one (1) loose 31gx8mm, 0.3ml insulin syringe in an open polybag from lot 9217440. Consumer reported that one syringe would not draw up insulin. Same syringe also appeared to have air coming from the base/hub area of syringe. The returned syringe was examined, then tested for flow: the syringe was able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch #9217440. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200837775] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the relion® insulin syringe was unable/difficult to aspirate during use. The following information was provided by the initial reporter: consumer reported found 1 syringe that would not draw up insulin. Consumer reproted this same syringe also appeared to have air coming from the base/hub area of syringe lot #: 9217440. Catalog#: 328512. Date of event: (B)(6) 2020.

Manufacturer narrative:
Device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion® insulin syringe was unable/difficult to aspirate during use. The following information was provided by the initial reporter: consumer reported found 1 syringe that would not draw up insulin. Consumer reported this same syringe also appeared to have air coming from the base/hub area of syringe. Lot #: 9217440, catalog#: 328512, date of event: (B)(6) 2020.